Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depletes faster than expected and subsequently shutdown. In addition, it was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.